Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the nasal pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the nasal pointer was bent during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.